Manufacturer narrative:
An event of a occluder being unable to disconnect from the delivery cable and foreign material was noted on the end of the delivery cable was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. The device and foreign material was sent to science & technology lab (s&t) for further analysis. The fm was identified as a generic biological material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 13 march 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for implant to close a patent foramen ovale (pfo) using an 8f amplatzer talisman delivery sheath. The device was properly prepared per instructions for use (IFU). The device was placed in position, and the delivery cable was turned, but the device would not release from the delivery cable. The physician used forceps to turn the cable, but the device still did not release. One last attempt was made to turn the cable, and the device successfully released. The delivery sheath and cable were removed from the patient, and a suture/thread was noted on the end of the delivery cable. The characteristic of the thread was not similar to the sutures used during the procedure, and it was uncertain if more of this thread was in the patient. No extra thread was seen on transesophageal echocardiogram (tee) or angiogram. The patient was prescribed anti-coagulants for one week to prevent a thrombus. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for implant to close a patent foramen ovale (pfo) using an 8f amplatzer talisman delivery sheath. The device was placed in position, and the delivery cable was turned, but the device would not release from the delivery cable. The physician used forceps to turn the cable, but the device still did not release. One last attempt was made to turn the cable, and the device successfully released. The delivery sheath and cable were removed from the patient, and a suture/thread was noted on the end of the delivery cable. The characteristic of the thread was not similar to the sutures used during the procedure, and it was uncertain if more of this thread was in the patient. No extra thread was seen on transesophageal echocardiogram (tee) or angiogram. The patient was prescribed anti-coagulants for one week to prevent a thrombus.